Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely, cause of the reported event, is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented, by following the instructions for use (IFU) which state: chapter 7: cleaning, disinfection and sterilization procedures. Chapter 8: reprocessing workflow for endoscopes and accessories. Chapter 9: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, it was found that the forceps elevator had a yellowish/brown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
In addition to foreign material in forceps elevator, service found following: due to deformation of the nozzle, water removal ability does not meet the standard value, due to wear of the angle wire the play of the "right/left" knob is out of standard value, due to wear of the angle wire the play of the "upward/downward" knob is out of standard value, the adhesive on the bending section cover was cracked, the connecting tube had a scratch, the universal cord had a scratch, the grip was dirty, the grip had a dent, the control unit was scratched, the scope cover had a dent, due to damage on the knob wire, forceps raising angle does not meet standard value, due to deformation of the electric connector water tightness was lost , due to wear of the angle wire, the bending angle in "down" direction does not meet standard value, due to wear of the angle wire, bending angle in the "left" direction does not meet standard value, and the acoustic lens had a scratch. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.